Event description:
Surgical intervention due to disassociation of the cta head from the stem.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records was not provided. Provided information states the tapers were inspected by the surgeon, deemed to be ok, and the head was re-implanted on the stem with satisfactory taper lock. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.